Event description:
Philips received a complaint on the v60 ventilator indicating that there was water leaking from the gas outlet. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. It was stated that a nurse was preparing to setup the device for the patient, and it was discovered that there was water leaking from the gas outlet. The color was stated to be noticeably dark. In a good faith effort (gfe) response from an authorized service provider (asp), it was confirmed that the device had not yet been connected to a patient when the issue was observed. The asp confirmed that the device had been serviced since the event. The customer had informed the asp that the device was returned to normal use, but the service completed was not provided or elaborated on. It was asked but unknown (asku) if parts were replaced, or what they would have been. The asp was only able to confirm the device's return to full functionality and its return to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.